Manufacturer narrative:
The investigation of positioning issues, vascular damage - peripheral vessel, and product damage (catheter kink) has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of the positioning issues was most likely use-related since clinical details state that pump was attempted to be repositioned without pressing the repositioning button. Product damage (catheter kink): the cause of the product damage (catheter kink) was most likely use-related since clinical details state that pump was attempted to be repositioned without pressing the repositioning button, which damaged the catheter and prevented it from being moved forward/backward. Vascular damage: the cause of the vascular damage was not determined since insufficient clinical details were provided and product was not returned. H6 medical device problem code 2889 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29751.

Event description:
A complainant reported that a patient was placed on an impella 5.5 as venting and long term support solution due to dilatative cardiomyopathy. During 5.5 support, it was noted that when the patient was on dialysis therapy, a suction alarm on the automated impella controller occurred. However, this was good to handle for the team. Prolonged partial thromboplastin time was carefully increased into theraupic range due to bleeding issues (not impella related). However, the patient was systemically heparinized. It was also reported that the impella had slipped into the aorta and stated the pump dislodged due to trying to reposition the pump without pressing the yellow repositioning button. This damaged the catheter and it was no longer possible to pull it forward or backward. The device was removed. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.